Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Pairing test with nordic bluetooth device was performed and passed. Functional testing was performed and the device passed all relevant testing. Share data log was reviewed and a loss of connection was observed on the issue date. The loss of connection was less than 15 minutes in duration. The reported customer complaint was not confirmed. The probable cause could not be determined post investigation.